Event description:
Patient admitted to hospital for removal and replacement of bilateral breast secondary to breast deformity, grade 4 capsular contractures and bilateral rupture and extracapsular silicone of the left breast. Implants given to patient per request.